Event description:
Customer reported the system displays an error message when moving the c. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system but did not report on evaluation results other than the system was repaired.